Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Upon customer reloading the original cartridge, it was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin. The customer attempted to load multiple cartridges, but the alert could not be cleared. Customer¿s blood glucose level was 310 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.